Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode. It was noted that the right ventricular (rv) lead was exhibiting intermittent undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.